Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium in both eyes(ou) post treatment. The surgery center noted that under the slit light exam loose epithelium in ou was revealed, flap positioned ou, and quiet ou. Topical steroid dosage was increased. The patient¿s comments were of extreme discomfort, unable to open eyes, burning and light sensitivity. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 .00 x -1.75 x 120, left eye pre-op 20/20 -.50 x -1.75 x 30.